Event description:
In 2009, the patient reported an e4 (occlusion) error displayed on his insulin infusion device yesterday. He said he removed his infusion headset and noticed a kinked cannula. He changed infusion sets. He stated he woke up this morning with a blood glucose reading of 287 mg/dl which later increased to 497 mg/dl. He treated his readings by bolusing insulin through his device and by insulin injection. At 11:00 am, he changed his infusion headset and discovered the cannula was kinked at a 90 degree angle. This evening, he had a blood glucose reading of 300 mg/dl. He removed his headset and replaced it with an infusion set from a newer box that had a different lot number. A courtesy infusion set insertion device was sent along with replacement infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.